Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose. Blood glucose at the time of the admission was 600mg/dl. The customer does not mention how they were treated for high blood glucose levels. The customer was not wearing the insulin pump during the hospitalization was without pump less then 48 hours. Troubleshooting was declined. The customer mentions the buttons are not responding. The insulin pump will not be returned for analysis.